Manufacturer narrative:
Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that this atrial lead was removed due to infection. The device and right ventricular lead were competitor products and removed as well. No additional adverse patient effects were reported.